Event description:
Boston scientific received information that this left ventricular (lv) lead and device exhibited increased pacing lead impedance measurement greater than 2,000 ohms along with high threshold of 5 volts (v) at 0.5 milliseconds (ms) and 4v at 1.1 ms. Boston scientific technical services (ts) discussed troubleshooting options. Further, the health care professional (hcp) will reprogram lv outputs to provide capture. A chest x-ray was performed and the lead appeared to be unchanged when compared to the x-ray taken during the implant procedure. The plan was to continue monitoring the patient via the remote home monitoring system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lv lead displayed increased pacing impedance measurements greater than 2,000 ohms, along with increased pacing threshold measurements. Loss of capture (loc) was observed, however, no asystole was noted. A revision procedure was performed and during the explant of the lv lead, the physician observed crimping near the suture sleeve. The physician believed this was the area of the lead compromise. The lv lead was successfully explanted. The device remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).